Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. A review of complaints and service requests for the system revealed that in the past 24 months, there have been no additional, related reports. No sample associated with this system was returned for evaluation and steps could not be taken to confirm or replicate the reported event, therefore the root cause is unknown at this time. (B) (4). (B) (4).

Event description:
Adverse event(s): "delay of about 10 minutes" (no code available). Product problem(s): "fault message displayed" (device displays error message). A customer reported the handpiece stopped working during a case and a fault message was displayed requesting the system be rebooted. Technical services was then contacted. The customer was told to reboot the system and to use another handpiece. The system was rebooted and the case was completed without incident with a delay of 10 minutes. The remainder of the cases for the day were cancelled as technical services indicated due to the age of the system and the system having been serviced by someone other than the manufacturer, it is unknown what the current status of the system is. The surgeon opted to cancel the cases to follow and no impact occurred to the case that was performed.